Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to hospital for acute heart failure. There is no known allegation from a health professional that suggests the adverse event was related to the device. The patient was treated and a good clinical response noted. The adverse event is still ongoing. No further information is available at this time.